Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, lot# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via an implanted infusion pump for an unknown indication for use. It was reported that a patient experienced infection(s). It was further reported that pump rotation, cerebrospinal fluid (csf) leakage, and spinal tip occlusion. The onset / dates of events were unknown. Outcome of the infection(s), pump rotation, and csf leakage were indicated as recovered. The outcome of the spinal tip occlusion was indicated as ¿recovery¿. The infection(s) was unrelated to drug, but unknown if related to the pump, catheter, and procedure. The pump rotation was unrelated to drug and catheter, but unknown if related to the pump and procedure. The csf leakage and spinal tip occlusion was unrelated to the drug, but unknown if related to the pump, catheter, and procedure.